Event description:
It was reported that the pt underwent a sling procedure approximately 3 years ago. Intra-operative there were no complications. No signs of bladder injury were noted. The physician lost contact with the pt. Physician recently heard that the pt experienced pain during voiding. This started one month post op. A recent cystoscopy revealed the erosion of the mesh into the bladder.